Event description:
The customer reported the ac power and battery charge leds were failing, the device was not charging the battery properly. These symptoms are indicative of the device also failing to power up via ac power. No pt involvement was reported.

Manufacturer narrative:
(B)(4). A philips bench technician evaluated the device and verified the failure. The issue was diagnosed as an ac power supply failure. The ac power supply was replaced to resolve the issue. The device passed all testing and was shipped back to the customer site. We are considering this a malfunction resulting from a failure of the ac power supply.